Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and fecal incontinence; the trial began on (B)(6) 2020. It was reported that the trial patient had stomach discomfort, could be their sulfur antibiotic causing it. When asked about bowel accidents, patient stated when it happens it kind of just "comes out" but it's not diarrhea. Patient also stated during perception of relief that they are finding it greatly helping. Patient said they take a diuretic and everything was good and hasn't been needing to use it except for one time when they did use it that it was a bad day. Patient got a charley horse that day and did experience a bad leak (unsure of what day that was).